Event description:
It was reported that duriong a ptca treatment procedure, the choice pt guidewire fractured and a portion of the wire remains in the pt's body. The physician inserted the choice pt guidewire through a previously placed stent in the right coronary artery. After manipulating the guidewire, it became caught on the proximal side of a stent strut. The physician wrapped the wire around his hand and 'gave a good tug' and the guidewire broke. No snaring was performed and the procedure wa discontinued. The tip of the guidewire remains inside the pt's body.

Event description:
It was further reported that the pt's current status is 'fine'.